Event description:
Patient presented with an intracranial hemorrhage and CT findings suggestive of an arteriovenous malformation underwent a diagnostic cerebral angiogram. During removal of the needle and wire, 1cm of frayed wire was retained in the subcutaneous tissue.